Event description:
Patient presented with reverse conical neck over 13mm length (off-label) with some neck thrombus. Access and deployment of a 28-16-120bl bifurcated device, a 34-34-80le proximal extension, a 20-25-65f ectatic extension, and two 16-16-88l limb extensions were uneventful. After post-dilatation ballooning, there was an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. A palmaz stent was placed to resolve the leak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with 13mm aortic neck length is off-label per indications for use.